Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. During the evaluation of the device to determine root cause, the technician observed damage consistent with mis-handling. The on/off gasket and switch on the main board were physically damaged. Root cause could not be firmly established due to the observed damage. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.